Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the device was unable to fire. The surgeon was able to press the green button but the handle could not be squeezed. It was also reported that the device locked on the patient's tissue, which had to be manually taken out. Another device was used to complete the case. There was no patient injury.